Event description:
It was reported that the insulin pump gave an alarm. A replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify other alarms due to the displacement anomaly. The insulin pump had a craked case at lcd window corners as well as a broken reservoir tube lip.